Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of a sample. The assignable cause was not determined. The lot information was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during fill 5 of 5. There was no disconnection of the home patient (hp) or a solution bag. The hp had solution in the final bag only. The technical service representative (tsr) had the hp cycle power to clear the error. The hp was instructed to contact the nurse regarding the missed last fill. There was no patient injury or medical intervention indicated at the time of the initial report.